Event description:
The customer reported that the images became grainy and they terminated the use of the system. The system then displayed a precharge error message. The case was completed with another unit. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The c-arm batteries were replaced. The system was tested and found to be operated as intended.